Event description:
Report received from an international affiliate of a non-delivery. The report reads: "home patient receiving IV antibiotic therapy as ongoing therapy from hospital. In 2004, the community nurse went to hang the next bag/dose for delivery when they noticed that the previous bag was still full. The dose had been delivered and therefore the patient had missed one dose. The pump was immediately replaced with another of the same type and the antibiotic therapy continued. The patient suffered no direct adverse effect and recovered effect and recovered well." Though requested, no additional information was provided.